Event description:
It was reported that the patient's implantable neurostimulator (ins) had flipped and had to be manually corrected by the physician.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).